Event description:
FDA approved withings body scan scale which claims it can accurately and consistently provide vascular, electrodermal, and body composition metrics to help consumers detect neuropathy, vascular issues, etc. I've had the two prior scales, but since unpacking the body scan the vascular metrics nearly always yield an error message, the body composition results are dramatically skewed even when weighing myself within moments of previous attempt, and the electrodermal results are also often skewed and inconsistent with my symptoms. Customer service contacts to invoke the warranty have resulted in months of withings asking me to repeatedly reread instructions, reclean, and reweigh myself. Providing photos, documenting my actions, attire, method of use, etc. They have unsuccessful in fixing the scale remotely and each request to return the faulty scale and receive a replacement is ignored: either by changing the subject, or ceasing to respond to me... Forcing me to try to contact them anew and start over. The one time they addressed my warranty request they said providing a replacement wouldn't help as the same issues could occur unless they determine what is wrong. By that logic they never have to honor the warranty so long as they continue to fail to resolve the issue remotely. This is a (B)(6) scale and a (B)(6) app that have failed to deliver what it claimed, and the FDA approved, from the outset. I've made a good faith effort to stay engaged with trouble shooting, but the repeated efforts to stop responding and hope I'll give up are unacceptable. Their last theory was that skin-to-skin contact was the issue, but I always wear pants and a top when I use the scale (their instructions say we can), because I'm overweight and it is impossible to stand with my feet close together and not have my upper thighs touch. This scale was not marketed for people who are already fit enough to have thighs that don't touch. I have, with facts, dispelled each theory they've presented for why the metrics either don't work or are skewed. I have to weigh myself multiple times in a row in the hopes of getting the promised metrics. And not all the metrics flow through to the app. Have done factory resets multiple times only to have the same issues. I have their blood pressure and thermometer products and they seem fine. The prior scales seemed fine. The body scan scale, at least mine, isn't fine. Maybe they think it's ok to ignore consumer warranty requests since they are based in france and not the us? I was assuming this was a one-off issue with the scale I received, but looking at consumer feedback (in the app store, withings own user forums, and other review site), the negative feedback is piling up about the body comp scale and the extremely poor customer service for consumers experiencing problems. Average americans, especially older people trying to improve their health, can't afford to burn (B)(6) on a product that makes these claims, but can't honor their warranty. I wasn't asking for money back, just a replacement so I can benefit from the FDA approved product. For the third time since oct, the person assigned to my case has stopped responding to my request for a replacement after doing everything that was asked of me and getting no solutions from them. I'm at a loss and am now just hoping to save others this frustration in hopes that a review of their product and promises might be reevaluated. Happy to send my scale to anyone that wants to use in an assessment.